Event description:
It was reported that a 66-year-old female patient underwent a breast augmentation revision surgery with 375cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses and late onset seroma in both breasts, which were confirmed during explantation. The seroma fluid was collected during surgery and sent for pathology/cytology. At this time, the results of the pathology report have not been provided. It was also reported that the patient experienced capsular contracture of an unspecified baker grade in the right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-01808 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture, late onset seroma manufacturer¿s reference number: (B)(4).